Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt advised no longer using pw system as it caused uti, which she is currently treating. Requested return of remaining wicks. Advised pt, because we can only backdate for 14 days unable to processes return. Pt disconnected call before closing statement. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.